Event description:
It was reported that patient had scars from the device and that her scars should not look that way as seen in a picture. The patient stated that the device should not be shocking her at random times. It should not cause electrical pulse in her spine and cause her to have therapy nerve damage from the device. The patient mentioned that since this implant she had ¿kept it hush hush because she was afraid of the backlash.¿ the patient reported that their legs went numb for hours and could not walk. The patient got shock randomly and screams in pain. The patient could not even wear jean or even sweats half the time due to irritation. The patient could not sleep at night anymore without being woken to shocking pain all over her body. The patient had turned off the device and had to catheterize because she could not pee on her own. And probably never will after this extensive nerve damage. The patient stated she was not feeling well. The patient waiting date of the device removes, and indicated that had a device in her that did not work. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).